Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported "rupture", "pain" and "implant removal from textured to smooth due to the concerns of the product" confirmed via MRI. This record is for the left side. The device remains implanted.